Event description:
It was reported that approximately four days after the implant procedure of this pacemaker system, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) during the pre discharge evaluation. A cardiac perforation was confirmed by a computerized tomography (CT) scan. A revision procedure was performed and the lead was repositioned successfully. Four days later, loc was observed and the patient experienced cardiac arrest for approximately fifteen seconds. A temporary pacemaker was inserted. A fluoroscopy was performed and no obvious changes in the position of this lead were noted. Therefore, a device system replacement was scheduled. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that approximately four days after the implant procedure of this pacemaker system, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) during the pre discharge evaluation. A cardiac perforation was confirmed by a computerized tomography (CT) scan. A revision procedure was performed and the lead was repositioned successfully. Four days later, loc was observed and the patient experienced cardiac arrest for approximately fifteen seconds. A temporary pacemaker was inserted. A fluoroscopy was performed and no obvious changes in the position of this lead were noted. Therefore, a device system replacement was scheduled. Additional information was received this rv lead and the device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately four days after the implant procedure of this pacemaker system, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) during the pre discharge evaluation. A cardiac perforation was confirmed by a computerized tomography (CT) scan. A revision procedure was performed and the lead was repositioned successfully. Four days later, loc was observed and the patient experienced cardiac arrest for approximately fifteen seconds. A temporary pacemaker was inserted. A fluoroscopy was performed and no obvious changes in the position of this lead were noted. Therefore, a device system replacement was scheduled. Additional information was received this rv lead and the device were explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.